Event description:
Patient reports malfunctioning freedom pump. Patient has been on hizentra for years, but relatively new pump "snapped' when she was winding up pump to insert syringe, and pump was frozen, with no way to reset or use it. Serial number is unknown. No adverse events provided. Reported to (B)(6) by: patient/caregiver.